Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" for right side. Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on posterior side assessed as surgical impact opening (shell thickness within specification). Additional observations: creases are observed. Stress marks are observed assessed as non-penetrating nick. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side "rupture." Device has been explanted and replaced.